Manufacturer narrative:
Rec'd by MFR 18nov2019. Date rec'd by 04dec2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported a ventilator with "no flow." Despite repeated attempts, the customer could not be reached to discuss the state of this ventilator. There was no patient involvement or harm. The facility could not be reached for any information regarding the final disposition of this event. No repair was documented. Due diligence was performed, and no information could be obtained, as the facility did not respond to any inquiry.